Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D2b: procode: dqo, kra. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: initial reporter name: requested, not provided. G4: 510k: n/a. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo received the following reported information: the lesion was in the superficial femoral artery, specifically in the below-the-knee region, and was heavily calcified. During the procedure, the device became caught on the calcified lesion, which resulted in elongation of the product.